Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a fill resistance issue. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Bg level was addressed with a correction bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event. However, no response was received from the customer.